Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the connector was defective; however; the scope connector was only loosened. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the holder ring for the scope connector was loosened, and connection was possible after reattachment. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the videoscope cable exera ii was noted to be defective. There was no harm or user injury reported due to the event.